Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 22 mg/dl, 23 mg/dl, "lo mg/dl", "lo mg/dl", and 87 mg/dl. The "lo mg/dl" result, which on the system indicates a result of less than 10 mg/dl. No adverse event reported. The test strip lot number was not provided. Return of the suspect device was requested for evaluation.